Event description:
It was reported to baxter (B)(4) that a single day infusor device was leaking after filling. The device had been filled with desferrioxamine when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.